Manufacturer narrative:
Covidien reference: (B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb) and service engineer will upload the operational software.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display with blank display. The ventilator was not in use on a patient at the time the malfunction occurred.